Manufacturer narrative:
Although, the complaint device is not being returned for evaluation, historically this type of failure is associated with not using the proper technique to remove the guide sleeve from the bone. The most likely scenario is that the user either did not use the proper sleeve removal tool and/or the user torqued the device from side to side as opposed to pulling straight out to remove it, causing the metal of the guide tube to fatigue and fail, break off. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this time no corrective or further action is required. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate reports to us that during an arthroscopic knee repair; a portion of the distal end of a rigidfix guide sleeve broke off into the patient's condyle. The fragment was not able to be retrieved from the bone. The procedure was concluded successfully without further issue or harm to the patient. Complaint device discarded at user facility.